Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. This device was returned for service. However, did not meet manufacturing specifications during pre-repair assessment. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the quick coupling device could not secure/drive the k-wire device. It was further observed that the device experienced vibration, the moving parts did not move smoothly, and it had a component damage. It was determined that the device was worn and had a cosmetic damage. It was further determined that the device failed pretest for general condition, check function of adjusting sleeve, check function of tension lever, check the symmetry with handpiece, check the quick coupling for k-wire, check self-holding force in smallest range, check self-holding force in largest and check function in running mode. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.